Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. The customer¿s blood glucose level was 393 mg/dl.